Event description:
It was reported to covidien on 06/25/2015 that a customer had an issue with a urology catheter. The customer states they were unable to deflate the balloon and the patient needed a suprapubic tap to have the balloon deflated and the catheter removed.

Manufacturer narrative:
Submit date: 07/01/2015. An investigation is currently under way; upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed and was confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There were ten samples received for evaluation. The samples were inflated with air followed by water. All ten samples inflated and deflated properly. The valves worked properly and the exit of air and water was not clogged. The reported issue could not be confirmed. However, a possible root cause can be due to uneven balloon gluing and a variation of wall thickness within the balloon. The balloon molding process was re-validated as a result. The gluing operation will be clarified through a visual aid. A formal corrective and preventative action was implemented to identify the root cause and corrective actions. If additional information is received at a later date, this complaint will be re-opened and the investigation continued. This complaint will be used for tracking and trending purposes.